Event description:
Customer reported that when his insulin pump vibrates, it makes a rattling sound. He stated the device seems to be working as normal, but it sounds as if something is loose. Customer does not feel comfortable using the device. The device is being replaced and will be analyzed. Customer's blood glucose was 93 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).